Event description:
Delay in testing for ptt on this pt for 2 hours. Due to failure of both futuras simultaneously. Beckman-coulter failed to respond to technical service for 5 hours. Their tech service computer crashed. Hosp was never notified that they were having problems. Hosp was told they would be calling them shortly.